Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that a miniarc was implanted approx (B)(6) 2012 for urinary incontinence. Info received indicated that the physician noticed the pt had "more prolapse" on the exam. It is indicated that the pt underwent add'l surgery on (B)(6) 2013 for add'l mesh products. No add'l info was provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.